Event description:
The pt received his scs system, including an ipg on (B)(6) 2011. It was reported the pt was experiencing pocket heating at the ipg site. The pt's physician prescribed an antibiotics, stating it was likely an irritation at the ipg site. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.